Event description:
It was reported that the patient passed away on (B)(6) 2021 due to a spontaneous intracranial bleed (icb) in the course of a non-defined septic event. According to the ventricular assist device (vad) coordinator there was no driveline or device infection at the time of patient outcome. No device issues were mentioned. No autopsy was performed, and the device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4) could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04mar2020. The heartmate 3 lvas instructions for use (IFU) lists bleeding, stroke, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr (international normalized ratio) values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This document also lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2021 due to a spontaneous intracranial bleed (icb) in the course of a non-defined septic event. According to the ventricular assist device (vad) coordinator there was no driveline or device infection at the time of patient outcome. No device issues were mentioned. No autopsy was performed, and the device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4) could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04mar2020. The heartmate 3 lvas instructions for use (IFU) lists bleeding, stroke, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr (international normalized ratio) values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This document also lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.